Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient wanted to check on the status of their lost controller replacement. Before agent could transfer patient to sunmed, patient said their ins was now dead and hadn't been charged in a week and their back was killing them. The caller was redirected to sunmed to check on lost controller replacement order. Additional information was received from the patient. It was reported that pt stated they still do not have the controller replacement and it has been 3 weeks. Pt stated their back is killing them and is having surgery wednesday. Agent had a hard time understanding the pt - agent understood that the pt was supposed to meet with a rep to get a controller but the pt missed the appointment. Agent made outbound call to sunmed; sunmed agent stated they have been working with the pt since the 17th of june. However, on july 5th, pt called sunmed and stated a rep would be giving the pt a new controller. The sunmed agent tried to follow up with pt on the 8th and today for confirmation. Pt was transferred to sunmed for assistance.